Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 20 years and 6 months post implant of this aortic bioprosthetic valve, the patient is being eval uated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported to be due to aortic insufficiency. No intervention or adverse patient effects were reported. Subsequently, four months and ten days later, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported to be due to severe aortic insufficiency and severe aortic stenosis. No adverse patient effects were reported.